Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe luer slip product was found leaking during use. There was no report of injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: evaluation of maintenance, quality notification and batch history was analyzed for catalogue 990581, lot # 7053936. There are no complaints for the same defect, nor occurences or quality notifications in this batch. Due to no samples or photos, unable to investigate and research the complaint. The root cause for this defect cannot be determined. Bd was not able to duplicate or confirm the failure mode indicated by the customer. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: evaluation of maintenance, quality notification and batch history was analyzed for catalogue 990581, lot # 7053936. There are no complaints for the same defect, nor occurences or quality notifications in this batch. Due to no samples or photos,unable to investigate and research the complaint. The root cause for this defect cannot be determined. Bd was not able to duplicate or confirm the failure mode indicated by the customer. Root cause description: probable causes: without samples or photos it was not possible determine the root cause for this defect.